Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving an unknown drug via an implantable infusion pump for non-malignant pain. It was reported that the hcp noted that the patient did complain of getting too much medication "at the beginning of the year" "sometime around (B)(6) " . The patient's dosage was reduced and the patient's oral medications were stopped at that time. No further complications were expected or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.